Event description:
It was reported that: "when loading up a triathlon femoral trial, the femoral introducer/impactor was stiff when scrub nurse was trying to turn the handle (tighten/loosen). The nurse kept forcing the instrument until it was completely jammed. We opened another instrument try contained an identical item, which worked. When instrument was back in cssd we tried to use lubricant to loosen, and didn't work. Item returned to stryker."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.